Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer's blood glucose level was not impacted. The customer had not interacted with the pump for 12 hours. Tandem technical support reviewed the auto-off feature with the customer and recommended that the feature be discussed with a healthcare provider before modifying the setting.